Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The reported supply bag lines are blocked alarm and heater bag not detected alarm were not confirmed. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after canceling their pd treatment. The patient reported receiving a supply bag lines are blocked alarm multiple times in dwell 1 of 4. Technical support assisted the patient to cancel treatment for the patient to reset up with new supplies. After resetting up with new supplies, the patient reported receiving a heater bag not detected alarm during step 3 of set up. The patient also reported that while removing the cassette to reset up, fluid was leaking from inside the cassette door. The patient stated that there was a small hole in the back of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they did manuals but did not completely drain. The patient stated that they were feeling bloated in the abdomen and had some swelling in their shoulder. The patient did not develop any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler and stated that the bloated feeling and swelling have subsided. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.